Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - blood clots.

Event description:
It was reported that the patient developed blood clot issues. The left ventricular lead was explanted.